Event description:
Critical total artificial heart (tah) alarms required driver change. Patient had been dialyzed the previous day. Patient was asymptomatic during alarms. Driver was changed without difficulty. Tah driver never stopped running.